Manufacturer narrative:
After battery installation, the pump gave an unexpected white steady display due to cracked / broken lcd traces. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose value was 265 mg/dl. The customer stated that the battery alarm went off last night. The customer stated that the display did not return to normal after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.